Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence and pelvic organ prolaspe on (B)(6) 2006. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced burning with urination, dysuria, bladder spasm. (B)(4).

Manufacturer narrative:
Date sent to FDA: 11/11/2016.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent anterior, posterior enterocele repair with sacral spinous ligament fixation, and cystoscopy. After implantation patient experienced pain, erosion, extrusion, infection, recurrence, dyspareunia, vaginal scarring, and neuromuscular, urinary and bowel problems. Patient underwent excision of mesh on (B)(6) 2011 due to pain, recurrence of urinary incontinence and dyspareunia. (B)(4). Undefined recurrence. Dyspareunia. Neuromuscular/urinary/bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.